Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test from cable due to tiny pin hole on cable were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has blurry bad image due to faulty cable unit connector. The most probable cause of the issue is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head experienced poor image quality. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head experienced poor image quality. The issue occurred during an unspecified procedure. There were no reports of patient harm.